Manufacturer narrative:
Qc data was not provided, however, the customer indicated qc was within range. The customer did not provide any further information. Based on the information provided, the investigation did not identify a product problem. Neither a general instrument or reagent issue were identified. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 411 immunoassay analyzer. The initial result was 49.69 ng/l. This result was reported outside of the laboratory. The repeat result was 7.43 ng/l. The troponin t hs reagent lot number was 474932 with an expiration date of 31-oct-2021.